Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The device evaluation was completed on 11/6/2020. Upon receipt, the catheter was visually inspected and it was found that the helix spring was bent, a hole on the pebax with reddish-brown material inside and internal parts exposed. Deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Then the tilt test was performed and it was found within specification. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the helix spring and pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially it was reported that during the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that the helix spring was bent, a hole on the pebax with reddish-brown material inside and internal parts exposed. The returned condition of the hole on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2020.